Event description:
It was reported that during an unknown procedure, the jaws did not completely open after firing on the blood vessel. The jaws were opened by returning the handle to the home position. Then, the next clip was not fed into the jaws properly. It was unknown which firing of the device this event occurred on. There was no unexpected noise. The device did not clamp something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = hoop spring. The analysis results found that the mcm20 was received in good condition with dried body fluids inside the shaft. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger was actuated and the clip was partially fed into the jaws due to the dried body fluids inside the shaft; the device was cycled again and the clip was properly fed; however it was formed with gap. The antibackup mechanism was found to be non-functional. During the analysis no difficulties to open the jaws were noted. In order to evaluate the condition of the device¿s internal components, the device was disassembled and the hoop spring and the antibackup lever were found to be out of its intended position. Accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.